Manufacturer narrative:
UDI code not available for this device. The device has not been explanted. If it should be explanted. It is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Manufacturer narrative:
Additional information: in accordance with the information in the patient report and the manufacturers experience with this kind of device, it is assumed that it has possibly failed due to humidity ingress at the housing braze joint through micro-leaks. To determine an exact root cause a device investigation would be necessary. The complaint will be reopened upon the receipt of further relevant information.

Event description:
The patient no longer has any access to sound with the implant.

Event description:
The pt no longer has any access to sound with the implant.